Manufacturer narrative:
The pad-pak was first successfully installed by the user in june 2010 and performed to specification up to the 7th april 2013. The device failed several self-tests due to a low battery between the 14th-15th april 2013. An increase in voltage then suggests a further pad-pak was installed, the device performed as expected up to the 30th august 2015. During this time the device was used in an sca event with one shock being delivered. Multiple manual power ups, mainly of 10 minutes duration were recorded between (B)(4) 2015. The device memory became full. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The ten minute time outs resulted in the device memory becoming full. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to delivery therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.